Event description:
It was reported that the pt presented to the pt's physician on (B)(6) 2010, with the ins partly eroded through the skin. The pt experienced discomfort. The pt underwent surgery on (B)(6) 2010, to create a new pocket. The pt's ins was removed at this time, and a new device was implanted. As of (B)(6) 2010, there were no serious complications related to the device erosion noted. The pt's prognosis was reported to be "good." No further details, pt symptoms or outcome were provided at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).